Manufacturer narrative:
It is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing result met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr result. Results as follows: inratio: 1.3. Lab: 2.8. Time between tests: one hour. Therapeutic range: 2.5-3.0. Caller reports milking the finger after finger stick and adding multiple drops of blood to the strip.